Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the replacement did not resolve the lead migration and stimulation in legs. There were no further complications reported.

Manufacturer narrative:
Correction being sent to add code (B)(4). Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va1hv48, product type lead. (B)(4) applies to the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1hv48, product type lead. (B)(4) apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient¿s therapy worked to control their target urinary frequency symptoms for a while, but they were back to voiding every 45 minutes to an hour. The patient synced with the implant and stimulation was on at 0.9v on program 3. The patient also noted they had been feeling stimulation down their leg since implant. The patient increased stimulation from 0.9v to 1.2v and noted they were feeling stimulation comfortably in the target area. The patient was redirected to their healthcare provider if the problem did not resolve. The patient had an appointment the day after the report. A letter from the hcp noted that the cause of the leg stimulation was unknown and nothing was charted. The patient reiterated that the therapy was helping some, but could be improved. Also reiterated that they felt stimulation down their leg. Patient stated they used to void 17x per day and this was down to 9 or 10. Patient was also getting up 2 to 4x at night, which was also an improvement from baseline. Patient planned to see their healthcare provider in one month. Patient synced with the ins and confirmed that stimulation was on program 3 at 1.0v. Patient increased to 1.2v during the call. Patient was going to continue trying different programs as needed before seeing their healthcare provider. Additional information was received by the patient who had an x-ray taken the day before the report to see if the implantable neurostimulator (ins) moved; they don't know the results yet. It was confirmed that the x-ray was performed as a result of the therapy problems that have been reported previously. No further patient complications have been reported as a result of this event. An email received on a later day reported that the physician confirmed the device migration. The cause was the patient falling on their bottom. The action to resolve was a lead revision. The weight was unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause of the device migrating was due to a fall. The x-ray reportedly showed proper placement after the fall. The lead revision reportedly resolved the issues. It was reported that on 12/21/17 the leads were in good position. No further complications reported/anticipated.